Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump did not alarmed threshold suspend. Customer reported that she had severe hypoglycemic attacks, specially at night. Customer stated that the insulin pump was supposed to alarm when below 80 mg/dl, and suspend below 60 mg/dl. Customer's current blood glucose levels were not included in the report. Replacement product is not being sent.